Manufacturer narrative:
The company representative was unable to duplicate the reported problem. The iabp was tested to factory specification. If functioned normally and was returned to the customer. The device history record (DHR) for the iabp involved in the event was reviewed. Ther were non-conformances in the DHR related to the reported event. Internal (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt the unit generated a loud tone and stopped pumping. The unit was replaced with another iabp. No pt injury was reported.